Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the implant site has been feeling warm for a while, about 6 months. Patient stated now they are having pain at the incision site and it is going down into the hip and groin area. The pain started about 2 months ago. Patient reported if they lay on their right side/hip or when they sit, it hurts on the right side and it hurts painful just to sit down. Patient mentioned the stimulator helps them so much. Patient stated they have turned the stimulator off and the pain did subside. Patient noted they do get a lot of benefit from the stimulation because they are able to stand but when it's off they can't hardly handle the pain. Patient stated because of the pain they have difficulty lifting their leg/mobility issues and feel weak which they believe caused them to fall up the stairs in june. The patient was redirected to their healthcare provider to further address the issue. Patient stated they saw their pain management at the last appointment who thought it may be arthritis of the hip but the pain in the hip/groin is not getting better, its getting worse. Further information received from a manufacturer rep who is with the patient (pt) in the dr office. Patient reports she feels w armth, numbing, painful sensation radiating from the implant site to her groin. The warmth increases and feels hot when she is charging. Pt feels this sensation throughout the day even when she is not charging. Pt turned off the implant and the sensation went away. Pt then turned on the implant and the sensation came back even when she was not charging. Pt reports she no longer feels the stimulation in her normal therapy location on her lower leg and foot. Pt said the issue started about 6 months ago. Rep reports all impedances are between 660 ohms and 1200 ohms. Rep will try reprogramming and recommend x-ray if reprogramming does not work.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the patient was involved in a motor vehicle accident on (B)(6) 2023. They stated that they noticed warmth at the ins site soon after the accident. It was reported that the motor vehicle accident caused the lead to migrate out of the generator which led to their issue of the warmth at the pocket site. The patient¿s ins was removed and replaced with a new isn to resolve the issue. The issue was resolved on (B)(6) 2024 with surgical intervention.